Event description:
It was reported that the patients inflatable penile prosthesis (ipp) pump migrated. Since the patient is blind, he was unable to operate the device. All the ipp components were explanted and a new tactra device was implanted. The patient's outcome was reported as fully recovered.